Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set leaked between the drip chamber and the tubing. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was received for evaluation. Visual inspection revealed a hole between the drip chamber and the tube. A leak test was performed and revealed bubbling from the hole. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.